Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Unable to perform displacement test due to missing retainer. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 343 mg/dl at the time of the incident. The customer stated that the reservoir chamber and pump was damaged. The customer was advised that the damage might have caused insulin to no deliver correctly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.